Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage. Additionally, the instrument was found to have an input disk broken. The input disk was completely detached: input disk #7 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk #6.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the medium-large clip applier tip was not closing. The procedure was completed with no reported injury.